Event description:
Per the clinic, the patient developed an infection at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced skin breakdown and necrosis at the implant site. The patient was treated with oral antibiotics. The device was explanted on (B)(6) 2024.